Manufacturer narrative:
(B)(4): product ID 3889-28, lot# va00beg, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Per manufacturer's device registry, the patient's system was consequently explanted.

Manufacturer narrative:
Concomitant products: product ID 3037, product type programmer, patient; product ID 3037, product type programmer, patient; product ID 3889-28, lot# va00beg, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information reviewed indicated patient was still having concerns regarding the device or therapy but working with healthcare provider or manufacturer representative. It was indicated that patient next appointment will be in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and never had. The patient never had therapeutic effect with loss of bladder control. The patient had to "wear a napi and it comes down on it's own". Regarding if the patient ever had therapeutic affect she stated "I suspected it should be but I don't think it is totally". The patient noted "it doesn't seem to be doing much good..the implant". The patient "wanted the whole thing out" but her healthcare provider advised against it and that she should come back in 6 months. It was also reported that the patient gets urinary tract infections (timeframe unknown) "from being wet I think".it was noted that "if they take my urine, then I get antibiotics". Regarding if the patient had a uti since having her device implanted, she stated "I don't know". It was also reported that "I went to the hospital to get out a thickening in my breast, which they took out which was benign" about a month ago. The patient didn't know how to use her programmer and wondered if someone could help her. The patient had never used her programmer and her healthcare provider had not given her any direction as to how they'd like her to use it for her therapy. The patient was not able to close the back panel after putting batteries in, stating "I am not mechanically inclined". If additional information is received, a follow up report will be sent.